Event description:
The olympus representative reported on behalf of the customer, the cable from the resectoscope "sparked" and "exploded" in the consultant's hand while operating without any warning. The cable was completely severed between the right-angle connection of the cable and the grey cable. The consultant stated he was ok and had a little burn on his finger from the spark. The event occurred at the end of the procedure so the consultant was able to complete the procedure. The surgeon did not receive any injury as he had double gloves on during the procedure. A different cable was further used for another patient undergoing a standard transurethral resection of prostate (turp) with bipolar. The generator was displaying error message e006 insufficient conductivity every time they would press the pedal. They changed the generator and the problem remained the same. A 15 to 20 minute procedural delay occurred. The cable was then switched to a new one and the issue was resolved and the procedure was completed. There was no injury, no mis-diagnosis, no medical intervention. The device was inspected before use and looked fine. All cases were standard level of severity and completed. There was no reported patient injury. Related patient identifiers: (B)(6) - hf-cable, bipolar (wa00014a / sn: (B)(6). (B)(6) - hf-cable, bipolar (wa00014a / sn: (B)(6). (B)(6) - hf unit "esg-400" (wb91051w / (B)(6). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to age-related wear as well as improper handling. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.